Manufacturer narrative:
According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the device include, but are not limited to: endoleak.

Event description:
On (B)(6) 2021, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system. No endoleak was observed at the end of the procedure. On an unknown date, the aneurysm was enlarged from 30 mm to 40 mm. On (B)(6) 2023, reintervention was performed. After the left common carotid artery ¿ left axillary bypass was created, a gore® tag® conformable thoracic stent graft with active control system was implanted proximally of the initial gore® tag® conformable thoracic stent graft with active control system. Then, the left subclavian artery was coil embolized as planned. No obvious endoleak was observed during the procedure. The physician suggested that there was no endoleak by early phase of CT but a leak was confirmed into the aneurysm by delay phase of CT. He also said that it is possible that a proximal type I endoleak from between a vessel wall and the stent graft occurred because the proximal neck had a severe calcification and the proximal type I endoleak might have led the aneurysm enlargement.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.